Manufacturer narrative:
If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model zxr00 symfony multifocal iol (intraocular lens) was not centered in patient's right eye (od) after 7 days post-operative. The surgeon performed a second procedure by going back into the eye through the original incision and into the capsule bag where it was filled with healon. Iol was gently placed back in position. Incision was about 2.4 mm, but not enlarged. No vitrectomy was performed. Lens is not expected to return as it remains implanted. Patient's visual acuity pre-op = 0.5. Patient's visual acuity post-op = 0.7 (on (B)(6) 2018). The account also commented that the surgeon has a technique where she pushes gently down on the iol to remove the ovd (ophthalmic viscosurgical device) behind the iol. She is not comfortable going behind the iol to remove the ovd during implantation. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.